Event description:
Healthcare professional reported left side rupture and exchange due to concerns with the product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification), broken device assessed as surgical damage (two sharp patterns along the same edge) and missing shell assessed as inconclusive. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Nicks striated is observed assessed as surgical tool scratch like. Stress marks are observed assessed as non-penetrating nick. Red particles were observed on the device/gel. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and exchange due to concerns with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange due to concerns with the product. The device remains implanted.